Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received questionable results on ion selective electrode- sodium (na) for two patient samples. The issue began on (B)(6) 2013. Of the two questionable samples, the patient run on (B)(6) 2013, was discrepant. All results are in mmol/l. The patient had an initial na result of 151, accompanied by a data flag. This result was reported outside of the laboratory, and was questioned by the physician. The sample was then repeated on the same analyzer and generated a repeat result of 141. The sample was then repeated twice on an integra 400 serial number (B)(4). The first integra result was 136 and the second integra result was 136. The customer considered the repeat results to be the correct results. There was no adverse event. The lot of na electrode in use was t46, with an expiration date of 11/30/2013. The field service representative found that the rinse mechanism tubing was loose and dripping. He reattached the tubing and checked for leaks and pin holes. He also checked the fluidics and rinse mechanism. He performed a precision check, calibration and qc. The calibration and qc was accepted by the customer.